Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25418. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited noise and atrial lead exhibited oversensing of noise leading to inappropriate mode switch episodes. Programming changes were made to the right ventricular lead and no device intervention was performed on the right atrial lead. The patient had no adverse consequences.